Event description:
A caller reported a malfunction on the pump, with the specific malfunction code being resettable. There was no information provided about any adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed to continue using the pump and advised to call back if the malfunction reappeared, which the caller acknowledged and understood.